Event description:
(B)(4). I had essure put in back in 2006 after my daughter was born. I was fine up until 2010, now I have severe migraines, constant belly pain, bloating to the point that I look pregnant, weight gain, no sexual desire whatsoever, I have a constant metal taste in my mouth. I am now getting my period twice a month, extremely heavy flow to where I am going through an ultra tampon within an hour. My hair is now falling out in clumps, inter course is very painful, husband tells me all the time he can feel something metal poking him.